Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose value, compromised force sensor system and the drive support cap was sticking out. Customer's blood glucose value was above 500mg/dl. Customer stated that the cap was sticking out a very little, but pushed it in a bit and it started work. Insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test however, device alarmed compromised force sensor system alarm during the basic occlusion test due to loose or protruded drive support disc. Unable to perform the occlusion test, prime test, and excessive no delivery test due to compromised force sensor system alarm.